Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient said the stimulation felt like lightning when it was increased. A second call from the consumer indicated that the patient's bandage was coming off and the patient had itching and pain under the bandages. The caller also reported that the leads seemed to have migrated because stimulation had to be set higher. The black belt was also reported to be causing skin irritation. A final call indicated that the patient was sweating a lot and had itching under the bandages. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.